Event description:
It was reported that the patient presented in clinic due to syncope. Device interrogation revealed failure to capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was recovering after the procedure.